Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed that the lead body 36cm distal to the df4 connector pin was found squeezed and deformed, which is assumed to be the root cause of the reported clinical observation. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first rib region. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was explanted after pacing impedance dropped from 600 to 200 ohms. Physician chose to open pocket and test lead through analyzer. Lead testing through analyzer still showed out of range. Physician inspected lead, noticed insulation break in lead. Physician implanted new lead to replace. No adverse patient events reported. Should additional information become available, it will be added to this file.